Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the third of three reports regarding idrt (product ID not provided). It was reported that the customer is doing a retrospective study of idrt and reported 3 cases of allergy with idrt since 1995 in his hospital. The pts were three degree burned, they had several grafts of idrt, and had delay in cicatrization with some reactions like eczema in the graft area. Product will not be returned. Additional info has been requested; however, when the sales rep met with the doctor, he only managed to see the pt file on one pt and not for the pt in this report.